Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2020-03206.

Event description:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2020-03206.

Manufacturer narrative:
(B)(4). Ros, fabien, jacquet, christophe, ollivier, matthieu, parratte, sebastien, argenson, jn (28 jun 2020) interim clinical report concerning knee outcomes of tmt cones with short cemented stems, cones with long uncemented stems and long uncemented stems without cone. Unpublished. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that eight (8) patients experienced infection following knee arthroplasty. It is unknown how long the devices were implanted prior to the development of infection. Attempts have been made and no additional information is available at this time.